Manufacturer narrative:
Device evaluation: one used device with a severed tube segment without the remainder of the catheter tube, needle guard assembly, sheath component and blister packaging were received for analysis. Upon magnified visual examination, the device displayed evidence of a catheter severance at approximately 0.281 inches above the hub nose with a smooth cut at the point of severance. The complaint was confirmed. The root cause for the severance was consistent with scissors, or a sharp blade, that was used to remove the device by the user and not the result of a manufacturing non-conformance. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions have been taken. This issue will be monitored, and further actions taken accordingly.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer had a catheter that broke off during access and was retained in the patient's arm. No adverse patient effects were reported by the customer.